Manufacturer narrative:
Unit received no button response due to moisture damage at keypad traces. No moisture damage found inside the pump. Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to no button response. Unit was monitored and no constant tone. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer going into the ocean for about 20 minutes while still connected to insulin pump. Customer reported that as a result, insulin pump had a constant tone. Customer's blood glucose was 66 mg/dl. Customer was advised that insulin pump would need to be replaced.